Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the right side pneumatic tire keeps going flat but he has been unable to determine why.